Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the system98 intra-aortic balloon pump (iabp) unit had an electrical test failure code #50. There was no patient involvement.

Manufacturer narrative:
Additional contact details: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Checked the unit found mainboard to motorcontroller board connection cable was in disconnected condition. Reconnect cable. Fault rectified tested and handed over the unit in good working condition.

Event description:
N/a